Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely watertightness was lost due to deterioration of cable unit and damage on button and damage on camera unit resulted in white dots on the image. The most probable cause of the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the autoclavable camera head to the service center for evaluation related to a separate issue. During testing, the service technician identified the device had lost watertightness and the image had white dots causing poor quality image. There was no patient involvement.